Manufacturer narrative:
During device inspection at rc (repair center) olympus china, it was found the screen went blue and blurry due to faulty ccd (charge-coupled device) unit. The reported issue was confirmed. In addition, the cover was found worn out and discolored. The e-coupler was found worn out and stuck on the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the screen goes blue. The issue found at reprocessing. The device was replaced. Another similar device was used and the intended cholecystectomy procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root causes of the faulty cable or charge coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.